Manufacturer narrative:
The returned device was evaluated. External visual inspection showed damage to the bottom of the case. The device was able to power on using both ac and battery power. When powered on the unit was able to obtain readings and alarmed audibly and visually under alarm conditions. During testing the device did not restart itself on either battery or ac power. Internal inspection showed the cable connecting the system board to the ui board was found to be damaged potentially causing the unit to restart. The customer complaint was not duplicated but a potential root cause was identified. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has a broken case and turns off on its own. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has a broken case and turns off on its own. No patient impact or consequences were reported.